Event description:
It was reported that this pacemaker recorded a code 1003, indicative that the voltage was too low for projected remaining capacity. Technical services (ts) reviewed the data and noted that the patient was not pacing dependent, the device had approximately 6.5 years of remaining longevity, and the device was operating with an oldest software. Engineering analysis confirmed that the voltage alert was due to elevated battery impedance. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.